Event description:
Patient dislocated. Upon reduction attempts the stem loosened in cement mantle, and the mdm x3 insert and the 28mm ceramic head disassociated.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.